Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of a heavily calcified common femoral artery after a diagnostic procedure. Reportedly, when the needle plunger was removed, an anterior cuff miss occurred. The vessel was re-wired and a second proglide device was used with the same results. The vessel was re-sheathed and hemostasis was achieved using manual compression. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report. Device #1 - proglide (part #12673-03, lot #920416h), will be filed under a separate medwatch MFR number.